Event description:
It was reported by the patient that they were experiencing a vibration sensation at the implant site. The cardiac resynchronization therapy defibrillator (crt-d) was stuck in a non-wireless telemetry session. The device was interrogated, and the persistent session active flag was cleared using a non-bluetooth telemetry session. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 479888 lead, (B)(6) 2020; 6725 pin plug, implanted (B)(6) 2020; 6935m55 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.